Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using byte day aligners, a patient saw their dentist due to tooth discoloration. Dentist stated the patient had an injury due to the aligners that led to pulp necrosis in the incisor resulting in a "dead tooth". Endodontic treatment will be required to save the tooth, followed by the placement of a crown.